Event description:
The risk manager from the hospital reported to afssaps, that the product broke in the femoral tunnel during a ligamentoplasty. The tunnel was 35mm long and the diameter was 9mm. The screw was 28mm long and the diameter was 9mm. Although the screw head is broken, the screw is sufficiently inserted to keep the graft in position.

Manufacturer narrative:
Additional info will be provided when the investigation is completed.